Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. Calibration was acceptable and quality control (qc) was within range on the day of the event. The customer performed assay calibration and ran qc, which recovered acceptably. Siemens reviewed the instrument data and determined that there was no evidence of a hardware malfunction that impacted the delivery of tnih reagents or sample. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed auto check, observed secondary vacuum being high, adjusted the vacuum pressure, and observed excessive buildup at the sample tip eject. Then, the cse adjusted theta wedge alignment, performed a consecutive tip eject test without an error, inspected wash block and reagent probes, and determined that there were no issues, ran auto check again, which passed, reset the customer graphical user interface (gui), and ran qc, which recovered acceptably. The customer repeated all tnih samples processed on the original analyzer in the last 24 hours on an alternate analyzer, and the results matched the previously reported results. The cause of the falsely elevated tnih result is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the original analyzer and on an alternate atellica im 1300 analyzer. Also, a new sample drawn from the same patient was processed on the original analyzer and repeated on an alternate atellica im 1300 analyzer. The repeat results and redrawn sample results recovered lower than the erroneous result, matched the patient history, and were considered correct. The repeat result from the original analyzer was reported to the physician(s) as 'less than 3 ng/l.' There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.